Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 417 mg/dl at the time of the incident and was treated with manual injection. The customer stated that they had a battery stuck in the place of the insulin pump where the insulin goes in and in the battery compartment. The customer was changing the battery, but they were to insert the battery, in the battery compartment they put in the battery and in the reservoir compartment they put in the battery and both were stuck. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place the insulin pump passed the displacement test and self test.